Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented feeling lightheadedness. The right ventricular lead exhibited intermittent capture, the lead was capped and replaced . The patient was in good condition post procedure.